Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a diagnostic procedure, the procedure was aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that ¿or table indicated that geometry movement was partly available¿. A restart was attempted but did not resolve the issue. It was confirmed that the dcps of pdm (r cabinet) was defective. The fse suggested to replace the pd. Scomp.dcps_24v_12v_5v , after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's geometry movements were partially available. The device was in clinical use at the time of the event. There was no harm reported. Philips has started an investigation of this complaint.